Event description:
A reporter/layperson informed a customer care advocate in 2007 that the pt/layperson's (her daughter's) one touch ultra 2 meter had no power. Unbeknownst to the reporter, the meter stopped turning on during the pt's field trip on three days earlier after it had become wet. On original date, when the pt showed symptoms of nausea and dizziness, she was seen by her physician at his office. After a result of "297 mg/dl" on the office meter, the pt was given 500 mg of metformin. The pt's products were replaced. The complaint has been classified based upon the information obtained by customer service. Because the reporter alleged the pt developed symptoms and was later treated for hyperglycemia by a physician after the reported issue began, this compliant is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. A2 and 4 information not provided. Serial number of meter and lot number of strips, were not provided.